Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawer failure. The customer reported that user able to remove the required medication causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary matrix drawer 1 failed to open. A field service engineer opened back panel and removed jammed medication to resolve the issue. The system functioned as intended after the field service engineer repaired the issue.